Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This report will be monitored and trended for any further action(s).

Event description:
Koru medical became aware of mw5162516 received through the FDA medwatch program stating "the pt reports hospitalization." No other information regarding the event is listed on the medwatch form. The medical device listed on the report is rms hi-flo sq. No other information regarding the medical device is listed on the report. The report did contain the name of the initial reporter however no contact information was listed. A good faith effort email was sent to FDA cdrh to obtain additional information for this report. A response was received from FDA cdrh stating "the report that was sent is the copy that provides you with all the allowed releasable information from the report. Unfortunately, we are unable to release any further information that pertains to the report in question. Reporters may elect to not be identified to the device manufacturer, which could explain why fields that may identify the reporter are not included in the copy that was sent." In addition, koru discussed the report with internal customer-facing employees should they become aware of any additional information. At this time, no other information is known about this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.